Event description:
Caller reported a potential false positive troponin (tni) on the triage cardiac panel versus the lab device. Siemens. Whole blood, edta, full tube from a (B)(6) pt was tested on both triage cardiac panel and the lab device. Another repeat run was done on the triage meter. Pt was discharged with pneumonia. No invasive procedures performed. No other pt info provided.

Manufacturer narrative:
Investigation pending.